Event description:
The manufacturer was informed on this event through the device tracking team. Per the information reported in the patient implant form, on (B)(6) 2019, a perceval pvs21 was implanted/explanted during the procedure. Based on the additional information received from the hospital, the patient was reportedly at high risk for redo avr. However, given the patient's anatomy and the small size of the device already implanted, the patient was not a candidate for a tavr valve-in-valve. After a full discussion, the decision was to proceed with high-risk redo surgery. After excision of the biological valve previously implanted, the aortic root was found to be very small. The decision was to attempt the placement of a perceval valve. The sizer sized a small valve (pvs21). A first pvs21 was implanted but a perivalvular leak (pvl) was noted on the tee after weaning the patient from bypass (submitted under ln ref # (B)(4)). After a second cross-clamp, the device was explanted and a new perceval pvs21 implant attempt was performed. The deployment, as well as the visual inspection, was satisfactory. Again, there was a significant pvl of unclear etiology on separation from cpb. Therefore, the perceval valve was explanted and it was decided to proceed with redo root replacement with medtronic porcine freestyle #19mm. The aortic root was reportedly small and exposure was very difficult. The procedure was completed but it is reported that the patient's hemodynamics were tenuous and the mediastinum swelled with loss of domain. Therefore, it was decided to leave the chest open and covered with a sterile dressing. The patient remained critically ill and was transported to the ICU in stable condition. The manufacturer was also informed that several complications occurred postoperatively and the patient reportedly passed away in the hospital on 14 oct 2019 (not related to the perceval valve).

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Since the device was not returned after the explant and no further indication on its disposition were received, no device analysis is possible at this time. However, based on the information reported in the operational note (i.e. Patient's aortic root was very small, full aortic root replacement ultimately performed), it is possible that the patient's anatomy may have contributed to the reported event. No allegation of a device malfunction has been received from the site regarding this event, and no difficulties in the deployment/visual inspection after the implant of the device are reported in the notes received.

Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer was informed on this event through the device tracking team. No formal complaint from the site has been received for this event. Per the information reported on the patient implant forms received, on (B)(6) 2019, a perceval pvs21 implant attempt occurred. The device was reportedly implanted/explanted on the same day. Another perceval pvs21 was implanted/explanted on the same day (ln ref (b(4), submitted separately). No other information is presently available.